Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer's blood glucose did not exceed the critical threshold, and the malfunction code was resettable. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue recurred.